Event description:
It was reported that during an arthroscopy, the healicoil distal anchor was broken into pieces when it was being inserted into the bone hole. All the pieces were removed from the patient. The insertion site was cleared of all debris prior to insertion of the anchor. The arthroscopy was completed with a smith and nephew back up device and with non-significant delay. No further complication were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Manufacturer narrative:
Internal complaint reference case-(B)(4). The reported device was received for evaluation. A visual evaluation showed the distal anchor is broken off at the top of the internal threads. The broken pieces were returned. The distal plug and proximal anchor are still in place. Based on the condition of the product material found during visual inspection, it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the drawing found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.